Event description:
The AED was used as a back up to the AED that reportedly displayed a constant connect electrodes message during pt use. The AED reportedly also displayed a constant connect electrodes message. The combination electrodes were replaced and the AED continued to give a constant connect electrodes message. A back up monitor/defibrillator was obtained and treatment was continued. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.